Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The patient reported "they have made me ill, and I have serious fatigue. These events are not device related. Additionally patient reported one is ruptured, and I have anxiety due to these toxic bags". The device remain implanted. This record relates to the right side.